Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported that the unit had an intermittent touchscreen failure. There was no patient involvement.

Manufacturer narrative:
G4: 04sep2020, b4: 08sep2020 . Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-02584 was submitted. All information are submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14aug2020. B4: 03sep2020. H11: g3: correction on report source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.